Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient suffered a fall and lost stimulation on approximately (B)(6) 2018. Diagnostics indicated high impedance readings on lead located at the c2 vertebral level. The lead was explanted and replaced and postoperatively, the patient reported receiving effective therapy.